Event description:
A surgeon reported that following a intraocular lens (iol) implant surgery, a pt had a feathering appearance starting from the edge of the anterior capsule across the anterior of the lens optic and anterior chamber opacification. Postoperatively, a yag was performed. Add'l info was requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).